Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device was observed to be in backup mode. During a clinic follow-up, the device was unable to be interrogated and a loss of pacing was observed on the device. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the device was explanted and replaced to resolve this event.